Manufacturer narrative:
The median age of patients included in the study was 69 years (range 24-88 years). The study included 44 patients: 14 males and 30 females. The lot numbers were not reported; therefore, the manufacture dates and expiration dates are unknown. The primary author for this article is listed as karen hartery, md, at centre for colorectal disease, department of gastroenterology, st. Vincent¿s university hospital, as provided in block the following institution also took part in this study: department of gastroenterology, beaumont hospital and royal college of surgeons, dublin, ireland (B)(4). Literature source: hartery, karen, et al. "Covered self-expanding metal stents for the management of common bile duct stones." Gastrointestinal endoscopy 85.1 (2017): 181-186. Doi: https://doi.org/10.1016/j.gie.2016.05.038. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article ¿covered self-expanding metal stents for the management of common bile duct stones¿ written by karen hartery, et al. According to the literature, the aim of the study was to assess the safety and efficacy of fully covered self-expanding metal stents (csemss) for the indication of retained ¿difficult¿ common bile duct (cbd) stones. The study took place between september 2012 and april 2015 and included 44 patients. The reasons for metal stent insertion included complex stone disease (n=24), biliary stricture (n=14), duodenal diverticulum (n=10), and aberrant ductal system (n=1). All patients were treated with a 10-mm diameter, 60-mm long fully covered wallflex biliary stent. The stents were implanted under fluoroscopic control after incomplete stone clearance at endoscopic retrograde cholangiopancreatography (ercp). The stents were positioned with the distal end remaining in the duodenum. In many cases, stones were sandwiched between the stent and the cbd wall after deployment. No technical difficulty was experienced during any stent placement, and successful biliary drainage was achieved in all 44 procedures. A follow-up ercp was conducted for stent removal and attempted duct clearance. The wallflex biliary stent migrated proximally in four cases. None of these was clinically significant, and all migrations were discovered during a subsequent ercp. All proximally-migrated stents were successfully removed with rat-tooth forceps. In one case, a (B)(6) patient presented with stone-related cholangitis. The ampulla was within a diverticulum. A pigtail stent was initially placed to allow the sepsis to resolve, and the wallflex stent was later placed during a further ercp. At subsequent ercp, the wallflex stent had migrated proximally with only the tip of the stent visible. The wallflex stent was removed with rat-tooth forceps and the stone extracted. Four patient developed post-ercp pancreatitis. Three (3) of these cases were mild and 1 was moderate. Two patients developed post procedure cholangitis. Both cases were treated with intravenous antibiotic therapy and were clinically resolved. In one of these cases, the stent was removed 2 days after placement and the duct was successfully cleared with an extraction balloon. One patient suffered hematemesis. The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.